Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 527 mg/dl. No symptoms or treatment were reported. No delivery was also reported which was resolved by troubleshooting. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with corroded battery tube, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and stained address/serial number label.